Event description:
It was reported that the day after the patient had an unspecified xience stent implanted, he began experiencing bilateral hand itching and burning with small fluid filled blisters between the fingers. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date. The stent remains in the patient. A follow-up will be submitted with all relevant information.